Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photos found the needle broken at its edge. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to the procedural variables, such improper handling/care of the device, as it is possible that the needle was not inserted in a correct way and therefore causing the needle to fail/break. As per IFU, inspect the device prior to use to ensure proper mechanical function. Cleaning and maintenance instructions are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that after an arthroscopic shoulder stabilizing surgical procedure it was observed that while using the exprsew iii device it was unknown whether it was removed when removing the needle from the actuator or if it was in the patient. In photograph, a new express sew needle was placed next to the broken one to show what is missing. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photos found the needle broken at its edge. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such improper handling/care of the device, as it is possible that the needle was not inserted in a correct way and therefore causing the needle to fail/break. As per IFU, inspect the device prior to use to ensure proper mechanical function. Cleaning and maintenance instructions are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.